Event description:
It was reported that the patient experienced infusion flow block which led to high blood glucose and was addressed by Insulin pump on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot and serial number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot and serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.